Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 322 mg/dl and 76 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, difficulty was encountered and exchange sheath splitting could not be completed. The safety release was activated retracting the locator wings, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.